Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) right ventricular (rv) lead (unknown serial number) exhibited low out-of-range pacing lead impedance less than 200 ohms and high out-of-range pacing lead impedance greater than 2000 ohms. Boston scientific technical services reviewed the electrogram (egm) and noted noise and ventricular tachycardia (vt) episodes. The physician elected to surgically abandoned the lead and implant a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.